Manufacturer narrative:
T was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B)(4).

Event description:
Reporter alleged obtaining a result of 89 mg/dl on aviva system 1 compared back to back with a result of 167 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.